Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records for the known product/lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address dislocations (right side). During the revision surgery, the surgeon had trouble with the seating of two constrained liner locking rings and ended up using a standard liner instead. The difficulty with the locking rings resulted in a surgical delay of approximately one (1) hour.